Event description:
Reporter alleged the customer obtained discrepant blood glucose values of 384 mg/dl back to back with a result of 159 mg/dl when testing was performed 2 minutes apart on the advantage system. Reporter stated the customer self treated with 6 units of rapid acting insulin, however, no other actions were reported taken or treatment received. A request was made for the suspect device and replacement product was sent.